Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. Analysis found high voltage output circuit damage on the device, consistent with lead damage. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The low voltage functionality was tested on the bench and using automated test equipment. All of the low voltage functions were normal. (B)(4).